Event description:
Steady tones occurred during the case. The display didn't show any error codes. The disposable was replaced and the problem persisted. The case was completed with another modality. No pt consequence.